Event description:
Add'l info rec'd from MFR 4/23/01: the device was implanted at med ctr. Follow-up revealed that the entire system consisted of competitive devices. No further investigation was done by medtronic.

Event description:
Pt had a automatic internal cardiac defibrillation - aicd - implanted. Pt went into ventricular fibrillation one week later. Device did not fire.